Event description:
In 2008, a doctor alleged that tempbond clear temporary cement used to place six temporary crowns had discolored the patient's teeth and that the discoloration was still visible under the patient's permanent crowns.

Manufacturer narrative:
The patient's permanent crowns were cemented without incident with only slight discoloration visible. The patient is doing fine. The actual device involved in the incident was not returned to kerr corporation for evaluation. The retain sample was visually inspected and found to be within specifications.